Event description:
The customer reported via phone call that he experienced high blood glucose levels. The customer stated that the insulin pump was not delivering insulin either. The customer subsequently changed the infusion set. The customer's blood glucose was 400 mg/dl. The customer confirmed the issue did not result in a serious injury or hospitalization. The customer declined troubleshooting for high blood glucose. The customer stated his blood glucose was normal at the time of the call. The customer was advised to call back at the time of the issue to troubleshoot. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.